Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the power pack isn't working; the device will power only with battery. There was no adverse patient impact reported.